Event description:
On (B)(6) 2012, the reporter called animas alleging that on (B)(6) 2012, button malfunctions caused cancellation of bolus doses twice; however, the desired amount of insulin was correctly delivered after 2-3 additional attempts. The reporter stated that now, the up and down arrow, and the ok keypad buttons are not responding when pressed. The reporter also stated that the audio bolus button is missing from the pump. The patient is reported to wear the pump in a pump pouch on the outside of the clothing and the pump is cleaned with a cloth dampened with water. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission 07/17/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact. The audio bolus button was found to be detached. A damaged button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as a damaged button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed evidence of moisture corrosion found under the audio bolus button. All keypad buttons were found to respond to button presses.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of its release.